Event description:
Customer reports drawer on pyxis anesthesia system failed to open.

Manufacturer narrative:
(B)(4). Add'l data/failure investigation: field service technician investigation discovered physical item jamming drawer.